Manufacturer narrative:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time mg/dl. Advised insulin pump would be replaced. No additional information was provided. (B)(4)

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm.it was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.